Event description:
In 2001 a donor notified the plasma center that the donor had voided blood during urination. Donor denied that donor had pain at this time. Donor had peformed a plasmapheresis procedure earlier that day. Donor was advised to drink plenty of water and to call back if the donor had further problems. Donor went to the local health center were health center personnel communicated to donor center that donor was not feeling well, was pale and had a pulse of 46, blood pressure of 150/90. Advice to health center by plasma center was to send the donor to the emergency room. Donor was transported via ambulance to the ER. Donor went to emergency room where the donor was kept overnight with intravenous fluids. Donor was discharged the next day in stable condition. Follow-up by center to donor's physician indicated that donor was fine. No other comments supplied by physician to donor center. Investigation by baxter into the donor's procedure in 2001 revealed the following: donor was not born on any medications and had no known allergies. Donor was a first-time donor. Donation was started and after approx 263 ml of plasma collection an hb detect alarm occurred. Operator attended to alarm and noticed a kink present within the blood tubing area. Kink was "worked out" by operator and plasmapheresis procedure was continued. Subsequently, there were venipuncture issues with the donor as stated by center personnel. Donation was discontinued and plasma product was destroyed by center personnel due to "red plasma".